Event description:
Reportedly, during the rectum resection the instrument did not fire properly. Another resection had to be done. There was about 1 cm of tissue loss. And the current status of the pt is okay. Procedure: rectum resection.